Manufacturer narrative:
Cochlear attempted an electronic submission on march 12, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.

Event description:
Per the surgeon, the patients flange fixture and abutment was lost due to failure to osseointegrate. The surgeon has no intention to reimplant as the patient has two other successful implants for retention of the auricular prosthesis.